Event description:
An implant card was received indicating that the patient underwent generator and lead replacement on (B)(6) 2013. The explanted products have not been returned for analysis to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
On (B)(4) 2013, it was reported that the patient's device was interrogated on the week of (B)(6) 2013 and found to have high impedance of greater than 10,000 ohms. The patient is non-verbal; however, there have been no recent complaints or behaviors concerning the physician of pain. The patient's seizure control has deteriorated, but it is unknown if this is due to the high impedance from the vns or not. X-rays have been ordered. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator or lead prior to distribution. Attempts are underway for additional information; however, no additional information has been received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Outcomes attributed to adverse event; corrected data: the outcome of the reported event was not updated on supplemental manufacturer report #01 to account for the surgical intervention that was reported. Date of event; corrected data: additional information indicates that the reported event began in (B)(6) 2013.

Event description:
Additional information was received stating that the explanting facility discards all explants from surgery; therefore, no analysis can be performed. Follow-up with the neurologist revealed that the vns patient began experiencing an increase in seizure frequency and severity in (B)(6) 2013. The patient missed three appointments with his neurologist before his office visit on (B)(6) 2013 when the high impedance was first observed. The neurologist had already increased the patient's medication which improved seizure control; however, he stated that the high impedance affected efficacy and resulted in a loss of pre-existing seizure control. Pain or discomfort with the device was not reported so the neurologist elected to not program off the device. The neurologist indicated that the patient may not have experienced as many seizures if he did not miss several appointments with the neurologist as the high impedance could have been detected earlier along with appropriate interventions. X-rays were taken and no lead discontinuities were observed. The proximal end of the lead appeared obscured by the generator. The x-rays have not been received by the manufacturer for further review. During the replacement procedure, it was noted that the lead pin was not inserted into the generator header and that the lead portion in the neck had problems. The neurologist indicated that the patient's seizures could have contributed to the lead pin disconnection. No other forms of trauma were reported. Vns along with an increase in anticonvulsant medication have recently benefitted the patient's seizure control. The lead pin disconnection will be captured in manufacturer report # 1644487-2014-00735.